Manufacturer narrative:
We received the catheter without a sliding clamp as a faulty sample. The attempt to flush the catheter was successful and revealed a leakage at the junction between catheter tube and wing. Microscopic examination revealed a tear at the junction, which caused the leakage. The tear showed a typical rough surface caused by tensile forces. In general, there are various events that can lead to a leaking catheter: tensile force: which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. Alcohol-based disinfectant - concerning this, in the IFU it is stated: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it" and "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. The customer reported using an alcohol-based disinfectant, which can contribute to catheter damage, and noted that the catheter was used for 11 days. Furthermore, there is a warning in the IFU: do not overstretch the catheter as it may rupture, causing a catheter embolism. A review of the component batch history records; no deviations were found. The batch complied with their specifications and was released accordingly. Each catheter is flow and leak tested during production as part of quality control process. Corrective action: investigation indicates that tensile forces caused the issue. Additionally, the customer reported that the catheter was used for 11 days before the leakage occurred, suggesting that the defect is unlikely to be manufacturing-related. Any manufacturing problems that could cause a leak would likely have been detected by the user during the initial flushing of the catheter. Therefore, no further corrective action has been initiated by quality management at this time.

Event description:
Found leaking at wings. Defective PICC d/c'd. Required additional PICC placement.

Event description:
Found leaking at wings. Defective PICC d/c'd. Required addtional PICC placement.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.